Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the customer did visit her doctor and the basal rates were adjusted; the customer has been feeling well since the adjustments and troubleshooting was declined. No further information was provided.